Event description:
It was reported that a stent damage was occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 16mm in length, 2.75mm in diameter and de novo target lesion being treated was located in the non calcified and non tortuous left circumflex (lcx) artery. A non-bsc guide catheter and non bsc catheter guide was advanced to the lesion. The lesion was predilated with a 2.75mm x 20mm apex balloon catheter. A 16 x 2.75mm taxus liberté stent delivery system (sds) was then advanced to the lcx. The physician noted that the stent was lifted and would not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that a stent damage was occurred. Vascular access was obtained via the radial artery. The 80-90% stenosed, 16mm in length, 2.75mm in diameter and de novo target lesion being treated was located in the non calcified and non tortuous left circumflex (lcx) artery. A non-bsc guide catheter and non bsc catheter guide was advanced to the lesion. The lesion was predilated with a 2.75mm x 20mm apex balloon catheter. A 16 x 2.75mm taxus liberté stent delivery system (sds) was then advanced to the lcx. The physician noted that the stent was lifted and would not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device identified shaft kinks from 32mm to 58mm from the catheter tip. At approximately 3.5mm from the distal edge, the tip was kinked also. Shaft kinks are consistent with excessive force being applied to the device during handling/use. A microscopic examination confirmed distal stent damage. One strut row was lifting. No further damage was noted to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).